Event description:
The customer reported 12-lead ECG acquisition failure (device lockup). There was no report of pt implant.

Manufacturer narrative:
The customer reported 12-lead ECG acquisition failure (device lockup). There was no report of pt impact. The philips field service engineer reported having evaluated the device. The symptom could not be duplicated and the device passed all testing. Therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.